Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that during surgery, the suture broke. Surgery was completed with another device. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
Upon reassessment of the complaint it was found that the product listed in the initial report is alliance product and zimmer biomet does not hold the reporting responsibility. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the complaint it was found that the product listed in the initial report is alliance product and zimmer biomet does not hold the reporting responsibility. The initial report was forwarded in error and should be voided.